Manufacturer narrative:
The reported field event of inappropriate shock was confirmed in the laboratory due to review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when the patient presented to hospital after receiving shocks, inappropriate shocks for atrial fibrillation with rapid ventricular response were observed. The patient was in sinus rhythm during device interrogation. The device was found to reach eri. It was unsure if the device reached eri prematurely or it was accelerated due to multiple shocks. Device was explanted and replaced. There were no adverse consequences to the patient.